Manufacturer narrative:
Integra completed its internal investigation 08/24/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ jan. The review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Based on the complaint description it can be concluded the incident was a result of a catheter reading incident, therefore a review of cam02 complaints was completed using the key words ¿catheter reading¿ in the search criteria. The review encompassed dates 25-jun-14 to 14-jul-15. A total of 7 complaints contained the search criteria. The failure analysis could not duplicate the complaint incident. The service centre verified the cam02 monitor and the customer¿s camcabl performed to specification. The log file of the cam02 monitor was reviewed as part of the investigation, the review identified error code e2010 occurred during use at the customer site. The identification of error code e2010 indicates the complaint issue is due the functioning of the catheter which was used with the cam02 monitor at the time of the complaint incident. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification, no root cause can be established. The customer¿s catheter used with the cam02 monitor at the time of the complaint incident has been concluded as a potential root cause. The catheter was not returned for evaluation; therefore the root cause could not be confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Error on the displayed pressure was reported. There was contact problem on the top connector. Add'l info was received on july 24, 2015. The device stopped working after several hours of use. The value of the pressure was wrong, probably due to the connecting error. There was no consequence to the pt. No other pt info was available.